Event description:
Customer reported that the insulin pump alarmed button error. Customer stated that the screen froze for a minute. Blood glucose value is 113 mg/dl. Nothing further reported.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm was noted during testing. The pump was tested with a test keypad, and no frozen display was noted. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.